Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported excessive lubricant. Event description: please note that we have identified several quality defects in the syringes received under (B)(4). The issues observed include: visible particles inside the syringe particles between the plunger and barrel space multiple white particles found inside the packaging defective plungers excessive lubricant.

Event description:
Follow up MDR for device evaluation.

Manufacturer narrative:
A total of thirty-four syringes from lot 2501098 and thirty-one syringes from lot 2502067 were received for evaluation. The products were thoroughly inspected. No evidence of silicone and no particles were found inside any of the syringes, however, three units from each lot contained particles resembling polypropylene within the packaging, but outside the syringes. Additionally, no damage was found on any of the plungers. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2407054 and were found to be within specification. The samples underwent these same tests and verified all product was within specified limits. Six retained samples of each reported lot were used for additional evaluation. Upon visual inspection, no foreign material was observed either inside the syringe or within the packaging, and the plunger heads appeared undamaged. However, during the inspection of lot 2501098, two samples were found to contain particles resembling polypropylene located inside the packaging. A device history review was performed for lots 2502067 and 2501098. No deviations or non-conformances related to any of the reported concerns were identified. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. As no damage to the plunger was observed and no silicone was detected in any of the samples, a definitive root cause cannot be determined at this time. Regarding the particles found within the packaging, they are believed to have originated during the assembly process. Manufacturing personnel have been notified of these observations to increase awareness during our inspections. Complaints received for this device and reported conditions will be monitored by our quality team for signs of emerging trends.